Event description:
On (B)(6) 2013, the lay-user/reporter contacted animas, alleging a problem with the pump. There was no information about the alleged defect. Animas has made several attempts to contact the patient back for more information. A letter was sent to the patient, requesting a call back. There was no report any patient impact. This complaint is being reported due to the unresolved pump issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.